Manufacturer narrative:
Concomitant medical device: 5086mri52 lead.

Event description:
It was reported that a remote transmission showed far field oversensing on the atrial channel leading to inappropriate atrial tachycardia/atrial fibrillation events. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.